Event description:
It was reported that during a thrombectomy and atherectomy procedure in superior femoral artery via popliteal artery, the device allegedly had poor saline flow. It was further reported that the helix coil allegedly got separated and the tip of the helix was caught on stent strut in the proximal superficial artery. Furthermore, the helix and the engaged tip were successfully removed using triple snare device via another access through left dorsalis pedis artery access. The procedure was completed using another treatment method. The current status of patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 12/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.